Event description:
Additional information was obtained and indicated that this rv lead was explanted and replaced due to high out-of-range (oor) shock lead impedance measurements. This rv lead will not be returned. No additional adverse patient effects were reported.

Event description:
Boston scientific received information via the patient's remote home monitoring system that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed high out-of-range (oor) shock lead impedance (sli) measurements of 125 ohms. The presenting egm showed appropriate sensing with no noise on the rv or shock channels. Current thresholds measurements have increased and it was noted the patient was in a motor vehicle accident three months ago. This system remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.